Manufacturer narrative:
(B)(6). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. However, a loose connection was reported between the heater line of the homechoice cassette and the heater bag resulting in a leak, which is known to cause this alarm. The cause of the loose connection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell four of four of peritoneal dialysis therapy. During troubleshooting, it was reported that there was a loose connection between the heater line of the homechoice cassette and the heater bag that led to this alarm. This event also resulted in a fluid leak from the connection point of the heater line and heater bag. It was verified with the customer that the connections were tightened. Renal therapy services (rts) assisted with ending therapy, reviewed proper procedures, and advised the patient to contact their clinic regarding missed therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.